Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a caresite valve was being used in conjunction with an elastomeric pump to deliver a cytotoxic drug(5fu). Leakage from around the valve was observed by the patient and confirmed by a clinician. All connections were confirmed to be secure, but the leakage continued. The valve was then changed. The reporting facility indicated they have discontinued the use of caresite with the elastomeric pump, but continue to use caresite successfully with other pumps including delivery of 5fu.

Manufacturer narrative:
One used caresite valve, without packaging; and one unused, unopened caresite valve, identifying the reported lot number (0061423373), were received for evaluation. The used valve exhibited a crack on the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended approximately half-way down to the bottom of the luer threads. Several stress marks and crazing lines were also evident at the area of the crack. No cracks or other abnormalities were visually observed on the unused valve. The unused valve was then subjected to luer taper, flow, and water pressure (leakage) testing according to specification with acceptable results. There were no leakages observed within the valve or at the luer connectors during the testing time frame. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.